Event description:
Previous stent graft repair of abdominal aortic aneurysm 3-00. 11/01 had abdominal pain & nausea-found leak around the endovascular prosthesis. Scheduled for revision/repair 2001. In 12/2001 had presyncopal episode and abdominal pain. CT showed large right iliac artery aneurysm with rupture plus a probable leak endoluminally around the aneurx prosthesis. Pt taken to surgery 2001, had repair of ruptured abdominal aortic aneurysm & and right common iliac artery and left renal endartectomy.